Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Event description:
During a surgery for a femur fracture on (B)(6) 2013, a clamp experienced a loss of reduction. The surgeon stated that the clamp was on and the fracture lined up, but during the reaming process reduction was lost. As a result, the surgeon had to put the clamp back on and restart the reaming process from the beginning. This delayed the surgery by 45 minutes. The surgery was completed successfully. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the locking mechanism does not stay in position and does release by itself. The forceps did in some positions not open by itself when the locking mechanism was released. This was caused by the crossover between the pin of the gear rod and the leaf spring was rough-running. Because of this, the tension of the leaf spring was not sufficient anymore to open the forceps. However, this expansion force of the leaf spring is elementary for the proper function of the locking mechanism because without this force the locking clamp has no counter force to stay in position and does therefore release by itself. As the rough-running crossover was lubricated the locking mechanism was functional again and did hold in position as required. Based on this finding, it was assumed that insufficient lubrication after reprocessing caused the complained malfunction. No manufacturing related fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.